Manufacturer narrative:
Awareness date reported on initial report as april 06, 2018 but should have been december 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function.   "Micro": preventive replacement of o-rings performed motor does not turn: motor replaced; motor corroded - motor replaced; resistance value out of specs: handcontrol set replaced; short circuit in the motor cable - motor cable replaced; defective o-rings replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test completed. Further information regarding the cause of the defect has been provided in the report to help determine a root cause for this failure. When there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that there was an article defect.